Event description:
It was reported that a malfunction alarm identified as malf 24 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with a replacement pump by technical support, and they were guided on how to enter storage mode and return the faulty pump. Additionally, adhesive sleeves were included in the order to enhance customer satisfaction. The customer reverted to an alternate method of insulin therapy.